Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported by the dentist that the implant failed as it could not achieve the primary stability. Hence, the implant was removed and the area allowed to heal. However, the patient is reported to be satisfactory condition with no reported serious injuries. The DHR was reviewed based on the provided lot number and no discrepancies were noted in any of the processes in the manufacturing of the implant. Additionally, nothing abnormal was noted with the implant itself during placement. The returned complaint part is under evaluation and investigation. More results will be available upon completion of the investigation. However, failure to osseointegrate is a well known and well-documented inherent risk of the implant procedure.

Event description:
It was reported that the implant failed. The implant failed to get primary stability and was removed to let the area heal. However, there was no general bone loss, no granulated tissue, and the no infection at the implant site. The patient is stated to be in satisfactory condition with no reported adverse events.